Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. A repeat procedure was performed. There was nothing unusual about the patient or the procedure itself. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The patient had no adverse event during the procedure. The delivery system and capsule will be returned. No harm was caused to the patient and no intervention was required.